Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; malpositioning of the initial implants and possible implant late loosening. Implant model and gtin: 1st (cranial): ifuse implant, p/n 7055-100, lot# unknown, gtin (B)(4). 2nd (caudal): ifuse implant, p/n 7045-100, lot# unknown, gtin (B)(4).

Event description:
The patient had left si joint arthrodesis in (B)(6) 2016 where two implants were installed. The patient had a period of pain relief before later reported to a different surgeon with complaints of a recurrence of si joint pain. The surgeon determined malpositioning and possible loosening of both implants in the sacrum. In (B)(6) 2021, the surgeon performed a revision surgery where he removed the cranial positioned implant using chisels. He then replaced the cranial positioned implant with a new implant of the same type rotated sixty degrees around the axis in the explant void. He then removed the caudal positioned implant using chisels and replaced it with a new, longer, implant of the same type rotated sixty degrees around the axis in the explant void. Finally, he installed a new implant in between the two implants. The patient now has three implants in the left si joint. The status of the patient following the revision procedure is not known.